Manufacturer narrative:
No customer returns were available for this evaluation. The specificity of the assay was evaluated by running ten replicates of the negative control on one architect i2000 analyzer with a retained kit of the architect anti-hbs assay, lot 02349lf00. All results met specifications. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect anti- hbs reagent package insert (48-8436/r7) contains information to address the customer's issue. The current evaluation did not identify a product deficiency . No additional issues were identified during the course of the evaluation. Method: review of complaint tracking and trending.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete. This report is being filed on an international product, list number 7c18 that has a similar product distributed in the us, list number 1l82.

Manufacturer narrative:
(B)(4).

Event description:
The customer states that one patient sample generated a (B)(6) with the architect anti-hbs assay on an architect i2000 analyzer. A same result was generated after the sample was centrifuged. This same sample generated a (B)(6) result with a non-abbott methodology. Controls have remained within specifications and there were no issues with any other patient samples. This same sample tested (B)(6) for (B)(6), (B)(6) and (B)(6). No suspect results were reported from the lab. There is no impact to patient management reported.